Event description:
Patient presented with pain at the generator site. The patients pain resolved after placing a magnet over the device to inhibit stimulation. X-ray was reviewed. The connector pin of the lead appeared to be fully inserted inside the connector block. The feedthrough wires appeared to be intact. A portion of the lead was routed behind the generator and could not be assessed. No apparent sharp angles or gross fractures were observed in the part of the lead visible in the ap and lateral chest views. The lead wires appeared to be intact at the connector pin. Patients device was explanted. No other relevant information has been received to date.

Event description:
The explanted generator was returned and product analysis was completed. In the product analysis (pa) lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery, 3.027 volts (ifi range 2.41v - 2.74v) shows the generator to be at intensified follow-up indicator (ifi) = no. The data in the diagaccumconsumed memory locations revealed that 37.564% of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator. However, the septum was cored, which may have been a contributing factor for the reported allegations of pain and painful stimulation.